Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6) 2024, noted a correction on the 3500a initial as should have added h4. Device manufacture date. Therefore, processed.

Event description:
It was reported, that a patient underwent an atrial fibrillation ablation. With a carto vizigo¿ 8.5f bi-directional guiding sheath small. And the patient experienced pericardial effusion, that required pericardiocentesis. First, noise occurred on the electric potentials of the optrell catheter. And occurred 2 hours later, from catheter insertion. The cable was replaced, but the noise continued. The noise issue was resolved by replacing the catheter. After, the procedure was completed. Pericardial effusion was confirmed by echocardiography. Pericardiocentesis was performed. And the procedure was terminated. Progress reported was the ablation was completed with no problems. And the procedure was completed. No abnormalities observed, before using the product or while using the product. Description of health hazard was cardiac tamponade. The physician¿s assessment of the health problem was non serious (moderate/minor). The physician's opinion on the relationship between the event and the product was that there is no relationship with the optrell catheter. The brockenbrough was punctured repeatedly with a rf needle. Which, might have damaged other structures and caused the pericardial effusion. Additional information was received. Ablation was performed, prior to noting the pericardial effusion. The event occurred, after ablation phase. No ablation bwi catheter was used. No evidence of steam pop. No cardiac surgery was required. The physician¿s opinion on the cause of this adverse event was, that it was procedure related. Signal interference (noise) observed, only on ic on carto® and recording system. Bs ECG at polygraph was available, during noise issue to monitor the patient's rhythm. The signal issue was assessed, as non MDR reportable. The risk to the patient was low. The adverse event was assessed, as MDR reportable under the carto vizigo¿ 8.5f bi-directional guiding sheath small.

Manufacturer narrative:
E1: initial reporter phone: (B)(6) additional information received. Indicates, that the device is not available for return. Therefore, no product investigation can be performed. And the customer complaint cannot be confirmed. A manufacturing record evaluation was performed, for the finished device number lot 60000286. And no internal action related to the complaint was found, during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).